Manufacturer narrative:
In the initial report, g3 was stated to be 01-aug-2024. The correct date is 12-aug-2024.

Manufacturer narrative:
G3, date received by manufacturer estimated from date of event.

Event description:
On (B)(6) 2024, a newly admitted patient underwent arterial blood gas analysis in accordance with medical orders. However, upon opening the packaging of the safepico arterial blood sampler (lot no ny02), it was found that the needle cube was missing, hence the user had no needle stick protection. Immediately, the disposable arterial blood sample collector was replaced, and the incident did not cause any adverse effects on the patient.